Manufacturer narrative:
Concomitant medical products: product ID: 3389-40, lot# 0207800652 implanted: (B)(6), product type: lead. Product ID: 3389-28, lot# 0207810272, implanted: (B)(6), 2014, product type: lead. (B)(4).

Event description:
It was reported that ¿low¿ impedances were measured on the patient¿s leads. The patient was reprogrammed as a result of the event, though this did not resolve the issue. The patient¿s leads remained implanted and in service at the time of report. It was ¿unknown¿ whether there were any patient symptoms or complications associated with the event. The patient was alive with no injury at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.